Event description:
Additional information was provided that stated that the patient experienced oozing at the access site with a hemoglobin drop from 7g/dl to 5.7g/dl. Sutures were placed but the bleeding continued and the patient received blood products the next day.

Manufacturer narrative:
The investigation for the reported access site bleed and purge leak has been completed. Pump was returned for evaluation. Upon visual inspection, a purge sidearm bypass was present on the pump. The original sidearm was not returned for inspection. Clinical details noted that purge pressure was 0 and it was not clear where the leak was coming from on the sidearm. Sidearm bypass was performed and it resolved the issue. Upon visual inspection of the repositioning sheath, no damage was found. Clinical details noted that impella groin site was found to be oozing and was attempted to resolve with sutures without success. Pressure bandages were applied and resolved oozing. The root cause of the access site bleeding cannot be determined as no damage was found on the repositioning sheath and bleeding was able to be managed with pressure bandages. The root cause of the purge leak was most likely due to a damaged sidearm as the low purge pressure was resolved with sidearm bypass. The exact location of the leak was unknown since purge sidearm was not returned. The instructions for use for the impella cp with smart assist system in the following sections: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
The user facility reported an unspecified patient undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that during impella cp support there were problems with the purge system. There was dripping at the yellow luer lock. The purge system was changed but the issue did not resolve. The purge pressure was 0 and the purge flow was >30. A purge filter bypass was successfully performed and the purge values went back to normal. The patient was stable and the pump parameters were normal.